Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Hospital noticed some unraveling of the flexible screw drill and requested replacement.

Event description:
Hospital noticed some unraveling of the flexible screw drill and requested replacement.

Manufacturer narrative:
An event regarding damage involving a trident driver shaft was reported. Conclusions: the damaged device was discovered during inspection; the visual inspection of the returned device confirmed the reported event. The flexible shaft shows damage (uncoiling) near the linear action drillchuck lock. Examination of the returned device with material analysis engineer indicated damage observed consistent with in-service use and an overload condition. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.